Manufacturer narrative:
Device was able to power up properly. No blank display anomaly noted. Device received with unresponsive buttons due to corroded keypad trace. Unable to perform displacement test, rewind, prime or seating, basic occlusion, force sensor test, occlusion test, sleep and active current measurements, and selftest due to keypad anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had blank display and having low blood glucose. The blood glucose level was 2.9 mmol/l at the time of incident. Customer was assisted with troubleshoot and display did not return. Customer states battery compartment is neither damaged nor corroded. Customer states the spring is neither damaged nor corroded. Customer was calling back with blank display after receiving new battery cap. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.